Event description:
An event was reported involving a tego connector that experienced no flow. The reporter stated that "multiple blood pressure alarms shortly after the start of dialysis treatment with a total dysfunction of the cec. Vascular first test with attempted withdrawal at arterial and venous level. Venous ok but not arterial. Tego plug removed for testing first, and removal feasible without the plug. Tego plug changed; new tested plug ok. Patient reconnected. The session is resumed. The defective cap was kept on the ICU desk.¿ the sample is available for analysis. There was patient involvement and no patient harm.

Manufacturer narrative:
A2 - date of birth - the patients age was used to approximate the date of birth as (B)(6) 1963. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
Additional information was received that the tego caps are stored in cartons in the cabinets of the nephrology department, at normal temperature and humidity, away from light. Before use, then they are placed in the plastic tray on the care trolley. There were no physical defects noted by the customer.

Manufacturer narrative:
The device was received for evaluation on 2/3/25. As received, no clot or obstruction in the fluid path. As received no physical damage was observed. No mating device was returned. The returned sample was flow tested and passed. Complaint of multiple blood pressure alarms after the start of dialysis treatment cannot be confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint